Event description:
Reportedly, during pt use, a "device alert" alarm occurred. The pt was manually ventilated and transferred to another ventilator. Upon replacing the control board, this issue was resolved. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.